Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness was lost. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Additionally, the most probable cause for water tightness is lost due to damage on cable unit failure and the most probable cause of damage on cable unit due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported choppy image, intermittent black frames, and a scope communication error e226 during an inspection for use involving an olympus camera head. There was no patient involvement reported.